Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the failure to heal is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Sign (B)(4) continues to monitor these events as part of our post market activities.

Event description:
We became aware on 10/21/2016, that a sign im nail implanted to repair a fracture had to be removed due to patient failure to heal. Surgeon comment: "a visiting orthopedic surgeon felt the nail should be removed as the bone was not healing and despite constant suppressive antibiotics had progressive bony destruction from the osteomyelitis. He removed the nail."